Event description:
Further information was obtained that surgical intervention was performed. This lead was explanted and another lv lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this recently implanted left ventricular (lv) lead exhibited high capture thresholds and loss of capture; it was determined the lead had dislodged. Increasing outputs caused diaphragmatic stimulation, therefore, lv pacing was programmed off and was changed to vvi 40 ppm. A revision procedure was being planned. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient's revision procedure was canceled as the patient had eaten breakfast. The field representative was unable to obtain any additional information. So at this time, available information suggests that the lead has not been revised.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.